Event description:
It was reported that a 120 cc painpump checked while the pump was being filled and sprayed chirocaine into a surgery tech's eye. An eyewash was performed for 15-20 minutes. No additional treatment was needed. No serious eye injury was reported. The tech is reported to be "doing fine".